Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a commonly induced lead damage, due to implant, or explant or handing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was removed and replaced, as a result of high pacing thresholds. The threshold measured 4 volts at 2 milliseconds. The cause for the high thresholds remains unknown. This lead was taken to the hospital pathology department and may not be returned. No additional adverse patient effects were reported.